Event description:
Invalid result (s). Customer open test cassette and notice a faint line at the t before any sample was applied. Foil was no open or damaged. Cassette was not out for more than a couple seconds when she noticed. She did not use the kit once she noticed the line.

Manufacturer narrative:
Final product manufacturing and qc record for cov2030004 were reviewed. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. The appearance of the retained samples was checked before the experiment and they were all normal. We have not found the complaint issue with the retention cassettes. Please see the attachment for the results. The test results of retention samples from cov2030004 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Customer open test cassette and notice a faint line at the t before any sample was applied. Foil was no open or damaged. Cassette was not out for more than a couple seconds when she noticed. She did not use the kit once she noticed the line